Manufacturer narrative:
A1,2,3,4;b6,7;d10: info not provided by affiliate. Based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument, when fired in lab, fired and formed staples as designed around entire staple ring with no difficulties noted. It should be noted, each instrument is 100% inspected for staple presence through an automated vision system prior to shipment. Therefore, it could not be ascertained as to why staples were reportedly missing. Mfg and engineering have been notified of reported incident.

Event description:
The device was used during a right hemi-colectomy. It was reported the surgeon fired the device and felt the tactile feedback was different from the usual one. After firing, he checked the washer which was broken, he carefully observed the doughnut and found that it was perfect. He then found the leakage from the intestine-all staples of posterior wall were missing. He cut the colon and there were fourteen staples on the specimen of the anterior wall and none on the posterior wall. A second device was used for re-anastomosis, this was completed without incident. There was no consequence to the pt.